Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, oversensing of premature ventricular contractions (pvc) and low amplitudes resulting in an inappropriate shock. The patient was also noted to have a bigeminy rhythm. Device data was sent to technical services (ts) for review. Technical services (ts) provided troubleshooting and programming options including increasing the programmed rate cutoff. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing, oversensing of premature ventricular contractions (pvc) and low amplitudes resulting in an inappropriate shock. The patient was also noted to have a bigeminy rhythm. Device data was sent to technical services (ts) for review. Technical services (ts) provided troubleshooting and programming options including increasing the programmed rate cutoff. Additional information was received confirming that this device again exhibited oversensing resulting in two more inappropriate shocks. This device remains in service. No additional adverse patient effects were reported.